Event description:
Defective keyboard. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. However while carrying keypad test, the single up and single down arrow keys were found not functional which confirms the reported event. Upper housing was replaced and keypad test was carried out successfully.

Event description:
Defective keyboard.